Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the doctor yesterday and the doctor moved some of the settings around on the insulin pump. Customer stated that his blood glucose went high after the doctor made changes to the settings. Customer's blood glucose was 500 mg/dl. Customer was assisted with changing the carb ratios down to 5.0 and the sensitivity down to 20. Customer declined troubleshooting for high blood glucose since he knows it was due to the changes the doctor made. Customer stated that he told his doctor and his doctor told him to call the helpline and change the setting back down to what they were.